Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the middle button of insulin pump had hard time to get a response after pressing it. The customer was reported that numbers were not ramping on their own, the scroll bar was not moving with any input and there was response from any button. Customer stated that the insulin pump had battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 customer called in with the following concern: middle button and down arrow button are intermittent during button pressing and patient also received a failed battery alert. P-cap locked in place properly during testing. Proceed it with the following testing to assure proper functionality of the device. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. All buttons were tested while navigating the menus, and they all worked properly. Device passed the self test, sleep current measurement, active current measurement and displacement test. Unit was download successfully using (thus software). During download review on (B)(6) 2021 at 18:08:50 through 18:32:19, a total of 5 failed battery alarms found. No failed battery alarms noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specific range. Device received with normal operating currents. However, the power management graph indicated abnormal behavior of unloaded vaa voltage. Device may have had in intermittent failure of vaa voltage that might of trigger an intermittent failed battery test alarm. In conclusion, no intermittent button response was noted during testing and no failed battery test alarm was noted during testing, however, it was confirm during download history review. Device may have had an intermittent failure not detected during our testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.